Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that the alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.